Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that after 13 months the patient¿s implantable neurostimulator battery was replaced due to battery depletion. It was unknown to the patient whether the depletion was premature or normal. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.